Event description:
The complainant reported that a vaxcel implantable port had been therapeutically implanted in a female patient in 2006. Sometime prior to 2008 (exact date unknown) it was noticed that the port itself was leaking. The port was explanted on eighteen days earlier. During this explant procedure, it was noted that there was extravasation of the chemotherapy agent from the original port. This extravasation reportedly resulted in sclerosing of the patient's tissue. The physician treated the sclerosis tissue, and it is reported that the sclerosis was getting better and that the patient "is fine".

Manufacturer narrative:
The device history records review for this lot was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints for lot number 1149778. The february 2008 15-month vaxcel pasv port product family complaint trend report was reviewed; no unfavorable trend was noted. The complainant reported that the device will not be returned for evaluation; consequently, a physical evaluation can not be performed. We are unable to determine if the device met specifications. At this time, we are unable to determine the relationship between the device and the cause for this event.